Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to metallosis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup, but not for the head nor the sleeve. This will continue to be monitored via routine trending, however it should be noted that these 3 devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The diagnosis/intraoperative finding of metallosis just anterior to the vastus lateralis and around the cup likely contributed to the reported revision; however, the root cause of the metallosis cannot be definitively concluded and a malperformance of the implant(s) cannot be confirmed based on the information provided. Documentation noted the ¿bulge of metallosis just anterior to the vastus lateralis¿ which was debrided w/synovectomy and abductor repair during the revision. Although stem ¿stable¿ and retained, bone loss was seen around proximal part of femoral stem per revision operative note. Reportedly leg lengths equal and hip stable post revision with mixed construct total hip arthroplasty. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, after a bhr-tha was performed on (B)(6) 2007, the patient was diagnosed with metallosis, and therefore, they underwent a revision surgery on (B)(6)2019, during which all bhr components were exchanged for a combination of competitor and s+n implants. Patient was taken to the recovery room in stable condition.